Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the user's reprocessing was insufficient.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the device that was repaired and returned was used for a procedure of upper digestive tract without cleaning. The device was delivered using the box owned by the facility, not olympus. There was no report of patient injury associated with the event.